Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and an increase in right ventricular bipolar impedance. It was further reported that the right atrial (ra) lead exhibited under-sensing of atrial fibrillation (af). The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.